Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's case broke where the reservoir enters the pump, and that the reservoir comes out of the pump during the night. The patient's blood glucose at the time of incident was 6.9 mmol/l. The pump has not been dropped or bumped, and this particular event occurred twice. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked case at the display window corners, minor scratched lcd window and scratched reservoir tube window.